Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for un-replated issues to the hospital, it was noted that noise was present on electrocardiogram. The patient performed isometrics, noise could be seen slightly. The atrial sensitivity was reprogrammed, the patient discharged and would continue to be monitored.